Manufacturer narrative:
Manufacturer warns that xlt trach tube usage should not exceed 29 days. Customer has been asked to return product to manufacturer for evaluation.

Event description:
Customer states that pilot balloon deflated and the cuff was detaching from the trach tube and slid up. The trach tube was inserted and event occurred the following month in 2007. Customer's protocol is to change trach tube every 6-10 weeks. Customer was unsure of lot number but thinks it may be 2006106816. The abnormality in the tube was noticed early, and a physician was immediately called to replace the trach tube. No known issues as a result of this incident were reported of the pt.